Event description:
Hill-rom received a report from a hill-rom technician stating nurse call was not working. The bed was located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the sidecom board inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board to resolve the issue. Based on this information, no further action is required.